Event description:
It was reported that balloon rupture occurred. A 7.0 x 40mm mustang balloon catheter was advanced for dilatation. However, during second inflation at 18 atmospheres for 10 seconds duration time, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.